Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: date received by manufacturer on initial MDR should have been 11/02/2017. Investigation - evaluation: a review of the complaint history, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One torcon nb advantage angiographic catheter was returned for evaluation. The proximal fitting (hub) was found to be separated from the catheter shaft. No other notable damage was observed. Biomatter was present on the catheter shaft. Fittings were free of damage an debris. The adapter and strain relief are aligned and flush. The proximal fitting is separated from tubing. No damage on the catheter shaft. The outer diameter measured within specifications. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. However, there is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirement, each catheter is 100% inspected and verified prior to release. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based upon the information provided and the characteristics displayed, it is possible to suggest that this incident was technique related, other device compatibility related or human anatomy related; however, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during a coronary angiography (cag), the torcon nb advantage angiographic catheter plastic hub fell off. The physician removed the catheter from the vessel and utilized another one. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.